Event description:
This is a spontaneous case report received from a (B)(6) female consumer in united states on 03-may-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. On (B)(6) 2013 the consumer started to experience constant pain. Numerous operations/procedures and possible hysterectomy were reported. Hospitalization was mentioned as seriousness criteria. Essure use was reported as ongoing and action taken for essure was reported as unknown (discrepant information). The event was not resolved. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had constant pain (interpreted as pelvic pain). Hospitalization and numerous operations/procedures, as well as possible hysterectomy were reported. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. In the present case, limited information was provided. The exact nature of the operations and procedures was not reported. No further information regarding hospitalization was provided. Despite the limited information, given the nature of the reported event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident since hospitalization and surgical intervention were reported. A product technical analysis and further information are expected.

Manufacturer narrative:
Follow-up from 08-aug-2016 from ptc group: it was identified that this case is follow up to the earlier case (B)(4) and therefore this case should be deleted.

Manufacturer narrative:
Follow-up received on 31-may-2016: information received from consumer via regulatory authority (case# mw5062117) states that she had the essure device implanted on (B)(6) 2013 after being told it was her only option for permanent birth control. She then went for the dye test 3 months later and it was found that her left coil had ejected itself into her uterus. After researching all the serious side effects, she opted to have her doctor try and find the floating coil and remove the other coil due to constant pain. Her doctor removed both of her fallopian tubes, but could not find the floating coil. Consumer then began experiencing severe pain that was thought to be her kidney on her left side. After, an urologist performed a computed tomography scan and the free floating coil was found embedded in her uterus. Her physician then performed a hysteroscopy to retrieve the coil and, during the removal, the coil shattered and health care professional got what she thought was all the fragments. Consumer continued to have pain and was sent for an x-ray where metal fragments from the broken coil were found still in her uterus. She went to a specialist who removed the damaged section of her uterus and thought all the metal was gone. However, she just recently went for another x-ray due to continued pain and another metal fragment was found. She is now looking at a possible hysterectomy due to all the previous procedures done. As concomitant medication consumer reported nasacort, multivitamin, advil and aleve. The reporter considered the outcome of the event as hospitalization, disability/permanent damage and required intervention. However, it was not specified for which event. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had constant pain (interpreted as pelvic pain). She had a bilateral salpingectomy but one of the coils was not found. A computerised tomography scan showed that the floating coil embedded in uterus. During the first attempt of removal, the coil shattered. She had another attempt of removal but still found there was a metal fragment in uterus. Pelvic pain, device embedment and device breakage during removal are listed events in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and that in this case, it was found that one essure coil was embedded in uterus, the pelvic pain is considered related to essure inserts. Although the exact date and mechanism of this device embedment is not known, given the nature of device embedments, a causal relationship with essure cannot be excluded. Lastly, since device breakage occurred in association with essure removal, the breakage is also assessed as related to essure therapy. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information has been requested.